Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Not returned- implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. During procedure there were difficulties to floss one of the sutures during deployment. The first device was released without issues. Preparation of second device was regular, as well as insertion of the device into the guide sheath and introduction into the atrium. Grasping the leaflets was also unproblematic because of good echo conditions. Result after 2nd placement of the ace was trace/0 and the device was detached. Loosening of the first suture (anterior) was unproblematic. However, it was not possible to release the second (posterior) suture. It could only be retracted a few cm before it could no longer be retracted further. Several strategies to release it were tried without success. Physician released tension in the system which was still visible fluoroscopically. Underneath also no possibility to pull the suture further. Opening the pascal in capture ready position showed that the suture was still connected to the posterior clasp. Device was detached from the implant catheter without any problems. Only the suture remained, which was now stretched through the atrium. The suture pin was removed, and the implant system was completely pulled out of the guide. What remained was the gs and the suture, which was still connected to the posterior clasp. The suture was seldinged with a tournique through a peel away sheath (as a guide) and inserted into the gs. The end of the suture was tied to a guide wire and pulled through a multipurpose sheath. The catheter was advanced to the pascal under fluoro and echo control. In this way, a lever could be created on as small an area as possible, which was sufficient to pull the knot through the holding apparatus of the clasp. It was noticed that there was a knot in the suture. Starting mr was grade 3 and ending mr grade 0. Patient was stable and safe during the procedure, and there were no hemodynamic issues. The physician was happy with the result after the case. After image evaluation review, there appeared to be difficulty fully detaching the second pascal ace implant, due to the inability to floss one of the sutures during deployment. Subsequently, the suture was detached from the implant and the second pascal ace was fully deployed. No evidence of anatomical disruption or change in hemodynamics. Both pascal ace implants appeared in stable final positions.

Manufacturer narrative:
The complaint for unable to floss suture resulting in loss of clasp control was confirmed with objective evidence via observations and images of a knot on one suture free end provided by the physician and clinical specialist. The complaint was confirmed, however no product non-conformances were able to be confirmed from the provided information. During a follow up call with the clinical specialist, it was noted that no knots were noticed during prep and the clasps were not reset. There was no reported impact on clasp movement during the procedure. The knot was observed near the end of the suture free end on the implant catheter handle, indicating that the knot was not located on suture inside the device. Potential root causes include: the knot being introduced during supplier manufacturing. The knot being introduced during suture routing and implant attachment. The suture free end knotting during packaging or transportation. The suture free end knotting during prep before or during suture cap cover attachment. However, without returned product, a definitive root cause is unable to be determined.